Manufacturer narrative:
(B)(4). Date sent: 4/25/2016. Additional information. Batch # = (B)(4) the analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 15 clips as intended. During functional testing no scissored clips were noted. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy, when the clips deployed on tissue they were scissored. Another device was used to complete the procedure with no patient consequences reported.